Manufacturer narrative:
A review of the device history records and inspection records was conducted, and no similar concerns were found. Two samples were returned for review. Visual inspection of the 4f dilator established that the dilator tubing was separated from the hub and the complaint was confirmed. Furthermore, no evidence of adhesion between the two pieces could be found. The second set was still in one piece and the dilator and introducer were unable to separate due to dried body fluid. The exact root cause was unable to be determined with the confidence, but a possible root cause of this issue was that the dilator hub was not fully molded with the proximal end of the dilator tubing due to excess lubrication or a temperature variation.

Manufacturer narrative:
The device has not been returned for evaluation and no images have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
It was reported that the hub of the mpk4f detached in the patient. It broke at the hub, while he was pulling out the obturator, he did a cutdown, the others put pressure on the saphenous and he used forceps to pull it out. There was no injury and he did tell pt. What happened